Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. D2b: (lit; dqy). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient prepped for a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. Prior to the procedure, it was noted that the packaging box indicated a sheath compatibility of 7x4, while the sheath present in the packaging was 6x4. There was no patient contact.